Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during pre-operative setup, arm cart assembly(aca) had a non-recoverable error. They tried rebooting the aca, however the calibration error happened twice. After two attempts, the aca calibrated normally and the issue was resolved. There was no patient involvement.

Event description:
It was reported that during pre-operative setup, arm cart assembly(aca) had a non-recoverable error. They tried rebooting the aca, however the calibration error happened twice. After two attempts, the aca calibrated normally and the issue was resolved. There was no patient involvement.

Manufacturer narrative:
D3: street 1, MFR region, country code, postal code, h3 and h6: annex b, annex c and annex d have been updated. Device evaluation: medtronic led an evaluation of the field service notes and associated device data for the reported arm cart assembly (aca). Review of the field service notes shows a problem was detected at the junction of robotic arm joint 2 (ra_j2). The joint position sensor (jps) brooming script was performed at the junction ra_j2. Cleaning was performed and calibration was successful. Functional tests were performed and the arm is fully operational. Evaluation of the device data indicates the initial failure was a potentiometer mismatch error code on raj2 resulting in the hard stop. On a restart the calibration failure was also a mismatch error code on the same joint. Evaluation of the device data for the reported arm cart assembly confirmed the reported condition. A design issue was identified during evaluation of the device logs. The root cause of the observed condition was traced to a component issue. The tip of the wiper can dig into the resistive encoder track which abrades and displaces material. Repeated motion over a specific and fixed range builds up the abraded material in locations at the end of travel and in the center of the track when the motion pauses. This issue was made more likely to occur by inadequate heat staking of the wipers. This causes a mismatch due to potentiometer peaks, which can cause the arm cart assembly to become non-functional. A process improvement was implemented to address this issue. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.